Event description:
It was reported that before use, there was a scratch on the foley catheter shaft. There was a scratch about 8 cm from the tip of the catheter, so they refrained from using it.

Manufacturer narrative:
The reported event was confirmed: cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and observed that there was a tear at the catheter shaft. Introduced water into the inflation lumen and no leakage was observed from the tear area. Catheter able to inflate and deflate. Microscopic examination performed and found that the tear does not penetrate the lumen. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to insufficient of air dry after oven cure that can cause latex peel off. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional action is required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was a scratch on the foley catheter shaft. There was a scratch about 8 cm from the tip of the catheter, so they refrained from using it.